Event description:
The customer states that the hospital was experiencing problems with head frame placement. The head frame was slipping and had to be repositioned prior to patient treatment. Upon investigation, it was found that many of the aluminum quick fixation screws are cracked and not securing the head frame tightly.

Manufacturer narrative:
Investigation is ongoing. The cracked screws have been returned to the manufacturer for further investigation. The customer has received replacement screws. More information will be provided upon conclusion of the investigation.